Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number (B)(4). Without a sample, an absolute root cause for this incident cannot be determined. A sample was not returned for evaluation.

Event description:
It was reported that while using a bd micro-fine ultra&#10249;nsulin pen needle for an insulin injection, the needle broke off in the consumer's injection site and insulin fell on the consumer's feet. The consumer denied any pain and had a scan to try and locate the broken needle on (B)(6) 2014 but the needle was not found. The consumer also had a follow up appointment with his dermatologist on (B)(6) 2014 for a red dot at his injection site but the dermatologist did not feel like it was of any concern.